Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient suffered subdural bleeding and underwent neurological surgery on (B)(6) 2019. The patient subsequently underwent further neurological surgeries on (B)(6) 2019. The patient suffered recurrent seizures due to subdural hematoma from (B)(6) 2019 to (B)(6) 2019. The patient expired on (B)(6) 2019. The patient was prescribed anticoagulants aspirin and phenprocoumon at the time of the event. No further information was provided.

Manufacturer narrative:
Additional investigation conclusions: system controller hsc-002524 was later returned for evaluation. The system controller event log file, downloaded from returned system controller hsc-002524, captured intermittent low flow hazard alarms due to the estimated flow falling below 2.5 lpm beginning on (B)(6) 2019 between 17:46:18. The estimated flow continued to drop. At 18:56:09 on (B)(6) 2019, the pump speed dropped to 100 rpm and the lvad off alarm was triggered. By 18:56:10, both the pump speed and flow had dropped to 0. The pump resumed operating at its set speed on (B)(6) 2019 at 18:56:14; however, the flow remained at 0 lpm. The pump speed dropped again, to 200 rpm, at 18:56:18 on (B)(6) 2019. By 18:56:19, the lvad off alarm was again triggered and by 18:56:24, the pump speed had reached 0 rpm. The pump resumed operation at the set speed at 18:58:41. However, flow remained at 0 lpm. At 18:58:51 on (B)(6) 2019, the driveline was disconnected, triggering a driveline disconnect alarm. Although the cause of these events could not be conclusively determined, these events appear consistent with the account¿s report of the patient¿s death and the subsequent discontinuation of support.

Manufacturer narrative:
Manufacturer's investigation conclusions: a direct relationship between the device and the reported events could not be conclusively determined through this evaluation. Bleeding, stroke, and neurological dysfunction are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. It was reported that the device would not be returned for evaluation. No additional information was provided due to privacy laws. The manufacturer is closing the file on this event.